Event description:
Note: this report addresses the second of three related devices (refer to manufacturer report #6000050-2007-00163 for the event details and also refer to manufacturer report #6000050-2007-00166 for the third device).

Manufacturer narrative:
The device remains implanted; therefore, a device evaluation cannot be performed. The relationship between the device and the event is undetermined. The october 2007 15-month wallflex enteral stent product family complaint trend report, inclusive of all failure modes was reviewed; no adverse trend was noted.